Manufacturer narrative:
The calibration was acceptable. According to the provided pre-analytical data, the customer did not use the required rack adapters for 13x75 mm tubes. No further issues were reported afterwards. A general analyzer problem can be excluded, since the qc prior to the event was within the ranges. The investigation did not identify a product problem. The cause of the event could not be determined, but it was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The cholesterol reagent lot number was 922879. The expiration date was not provided. The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with cholesterol gen.2 assay on a cobas 8000 cobas c 701 module. Initial result: <0.0386 g/l. During the validation of the result, the value was deemed unbelievable, prompting the repeat of the sample on a different cobas analyzer. Repeat result: 1.70 g/l. The repeat result was deemed to be correct.